Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side saline rupture (deflation). Device remains implanted.

Manufacturer narrative:
Clarification to d6a implant year: partial implant date provided as feb 2010. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: deflation/valve leak and/ or damage: observed an opening assessed as unidentified (tear) opening. Plug strap separated: observed broken plug strap assessed as surgical damage. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side saline rupture (deflation). Healthcare professional later reported "plug strap separated" and "hole on valve side." Device has been explanted and replaced.

Event description:
Healthcare professional later reported "plug strap separated" and "hole on valve side." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.